Manufacturer narrative:
The insulin pump was received with minor scratched lcd window, cracked end cap, loose drive support disk, cracked battery tube threads, missing end cap sticker and broken reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the drive support cap was coming apart. It was sticking out. The customer stated they pushed the cap back in. The customer¿s blood glucose level was 227 mg/dl. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.